Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no power on the device and the machine was suddenly shut down. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no power on the device. A field service engineer found that the drawer controller of drawer 6.2 was causing the system to not power on. The engineer replaced the controller board and booted up the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.